Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned the detector assembly and flushed the main arm sample probe. The aia-2000 instrument is operational. No further action is required by field service. The most probable cause for this event is a dirty detector lens.

Event description:
On (B)(6) 2015, a customer reported that all controls were out of range on the aia-2000 instrument. The customer is unable to run patient samples on afp. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.